Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was admitted into the hospital due to diabetic ketoacidosis and diagnosed with ketone bodies. In the evening before the event occurred, the patient had received two occlusion messages and changed the catheter cannula and the cartridge. In the early morning, the patient measured her glycemia and had a blood glucose result of 500 mg/dl. She corrected the high values with the pump. At 9:00am on (B)(6) the patient measured again and still had a result of 500mg/dl. The patient stated she did not check the infusion set and does not rotate the insertion site. No information regarding treatment was provided.